Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (batteries not reading correctly) was confirmed. Upon evaluation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to a shorted d1 diode on the bedside board. The root cause for the shorted d1 component could not be positively identified. No adverse event resulted from the shorted d1 component. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to the report that his batteries were not reading correctly in his battery charger/modem. The pt was issued a replacement battery charger/modem.